Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. The facility may have used the device without sterilizing. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿always conduct ethylene oxide gas sterilization before use. Refer to [instruction manual] of ethylene oxide gas sterilization device for sterilization procedure. For conditions of ethylene oxide gas sterilization, refer to table 1 and table 2.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, a balloon was possibly used unsterilized on a patient. There were no reports of patient harm.